Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out, loose and no longer in axial alignment, which created a situation where the cutter was not able to be inserted. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported that during an unspecified surgical procedure, it was observed that two motor devices had low power while in use with two attachment devices. According to the report, the attachment devices would not hold the drill bit devices. There were no delays in the surgical procedure as spare devices were available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.